Event description:
It was reported that the device was explanted after an implant duration of approximately 4.2 months, due to unknown reasons. No further details were provided.

Event description:
A clinical examination in 2009, of a female demonstrated signs of an intra-atrial communication and an echocardiogram revealed an ostium secundum atrial septal defect (asd) with adequate margins for percutaneous closure with an amplatzer septal occluder ("aso"). A 14mm aso was implanted the next day at 7:00 am, in proper position with total closure of the defect and no complications. At 1:00 pm, the patient was in stable condition with no signs of bleeding at the puncture site. At 5:30 pm, the patient was making satisfactory progress and was discharged. Two days later, the patient's mother reported that the patient was dizzy and nauseous. The patient was found to be in good general condition; however, the patient had pain in the intercostal and pectoral muscles. It was considered that both the dizziness and the muscle pains were possible side effects from the anesthesia. The patient was treated with ibuprofen. Four days later, the implanting physician was notified that the patient's family found her on the floor of her room the night before. She was urgently moved to the clinic and an echocardiogram revealed a hemopericardium. The hemopericardium was drained surgically and a laceration in the anterior wall of the aorta was found and sutured. The patient was moved from surgery to the ICU where she remained intubated, with chest tubes to drain any residual bleeding. Three days later, the implanting physician spoke with the surgeon. The chest and orotracheal tubes were removed, as the patient had markedly recovered with a normal post-op.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.